Event description:
It was reported that during a transcatheter aortic valve replacement with the transcatheter aortic valve, the patient experienced hypotension after the placement of the left ventricular lead wire. Anesthesia administered epinephrine and other medications in an attempt to treat the hypotension, but the condition persisted. Angiography was performed, revealing aortic insufficiency, and a transesophageal echocardiogram (tee) showed no effusion. The decision was made to deploy the valve, which was done under chest compressions and at a depth of 3.3 millimeters, and the valve expanded well with no ai observed. Despite this, the patient remained hypotensive, requiring chest compressions for 30-60 minutes to maintain a blood pressure of 90 mm hg over 40 mm hg and a pulse. The patient experienced ventricular fibrillation and cardiac arrest, necessitating cardiopulmonary resuscitation and defibrillation. A temporary artificial heart pump was also placed. The patient was stabilized and maintained their own blood pressure at the end of the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)). Product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on an unknown date the patient already had a permanent pacemaker implanted, and moderate paravalvular leak (pvl) was observed during the implant of the valve.